Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting for impella support. During support, the patient developed thrombocytopenia and required platelet transfusion. The physician attributed the impella device as a causal/contributor factor.

Manufacturer narrative:
The investigation for the reported issues have been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The relationship between the thrombocytopenia and the use of impella was determined to be unknown as no evidence was provided to suggest a causal relationship. The relationship between sepsis and the use of impella was determined to be unknown as the impella device was confirmed to have been sterilized under validated conditions. The root cause of the cannula kink was unable to be determined as no product was returned for analysis. This report is being filed as part of a retrospective review of historical records. Additional information for the initial MFR 1220648-2021-01210 was provided.

Event description:
Additional information was received indicating there was a kink found in the device's cannula upon removal. It was also reported that sepsis was noted and the patient expired.